Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that one day post-implant, the patient's right ventricular (rv) lead capture threshold was high. The patient was asymptomatic. The physician re-positioned the lead on (B)(6) 2021. The patient was stable before, during and after the procedure.